Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint ¿mcs instrument broken at the top part of the arm¿. Failure analysis found the primary failure of broken chassis to be related to the reported issue. For clarification, the instrument was found to have a broken proximal chassis. The broken piece was not returned, measuring roughly 0.598¿ x 1.254¿ in size. The root cause of this failure is typically attributed to the mishandling/misuse.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken single port monopolar curved scissors (mcs), an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being reported based on the following conclusion: it was alleged that fragment broke off the top of the single port monopolar curved scissors instrument. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the da vinci single port monopolar curved scissors (mcs) instrument broke at the top part of the arm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.